Event description:
It was reported that this patient was experiencing muscle stimulation from their left ventricular (lv) lead; therefore, threshold testing was being performed. During testing however, the test was unable to be terminated as the touchscreen of this programmer became unresponsive. The test eventually ended and the touch screen was responsive again. It was noted that the patient experienced a heart rate in the 20 beats per minute (bpm) range during this. No adverse patient effects were reported. This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient was experiencing muscle stimulation from their left ventricular (lv) lead; therefore, threshold testing was being performed. During testing however, the test was unable to be terminated as the touchscreen of this programmer became unresponsive. The test eventually ended and the touch screen was responsive again. It was noted that the patient experienced a heart rate in the 20 beats per minute (bpm) range during this. No adverse patient effects were reported. This device has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt, visual inspection of the programmer identified no anomalies. Next, the programmer was put through, and passed, an automated test system that electrically tests the standard functions of the programmer. After this, the programmer was powered on to check for error reports or boot-up issues. Error codes were observed indicating a software issue was present. This was likely the root cause of the reported clinical observations.